Event description:
It was reported that during the implant procedure there was difficulty retracting and extending the helix. The lead was not used and a new lead was explanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and revealed that the distal conductor was distorted. It was noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), blood in/on the helix/lobe mechanism, and visual analysis showed that the lead was damaged at implant.